Event description:
Per the clinic, the device was explanted (B)(6) 2015 due to dissatisfaction with sound quality and lack of progress with the device. The device has not been made available for analysis as of the date of this report, july 21, 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.